Event description:
In 2008, the pt reported that her infusion device was not delivering insulin. Her blood glucose was elevated to 195 mg/dl. Her normal blood glucose range is 70-110 mg/dl. To troubleshoot, the pt disconnected from her infusion site and primed until insulin dripped from the end of the infusion tubing. She then bolused 5 units of insulin and no insulin dripped from the end of the infusion tubing. The infusion tubing and insulin cartridge were last changed the same day. The pt was instructed to insert a new battery into the infusion device and no insulin dripped from the infusion tubing when she performed a bolus. The pt's blood glucose at the end of the call measured 205 mg/dl. She was advised to switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.